Manufacturer narrative:
Event date was unknown. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice cassette leaked prior to initiating treatment with peritoneal dialysis therapy. The patient replaced the cassette with a new one and continued with therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received with opened pouch for evaluation. Visual inspection was performed and found a crack at the side of the welded cassette. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed and found a leak at the crack location only. The reported issue was verified. The cause of the crack was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.